Event description:
It was reported that during an implant procedure on (B)(6) 2024, while the physician was attempting to remove the body of the lead from the puncture needle, the tip of the lead fractured and remained implanted in the patient. The procedure was completed with a replacement lead at a different location.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
Corrected data. E1 - initial reporter.

Manufacturer narrative:
Corrected data: e1 - initial reporter.

Manufacturer narrative:
The report event of the lead tip broke off was confirmed. As received, microscopic and visual inspection showed the returned lead of stim end tip broke off channel #1 and 2 electrode were found.